Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported encountering a ¿remove sensor¿ message and upon sensor removal, the needle got stuck in his arm and he experienced ¿pain¿ and required medical attention. On (B)(6) 2019, the customer had contact with a healthcare provider who removed the needle from his arm and no additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on the product download. Senor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor patch; no issues were observed. The sensor plug was fully seated. An extended investigation was also performed for the reported complaint and it was determined that there was no indication that the product did not meet specifications. Extended investigation has also been performed. The dhrs (device history review) for the libre sensor kit was reviewed. The dhrs showed the libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
Customer reported encountering a ¿remove sensor¿ message and upon sensor removal, the needle got stuck in his arm and he experienced ¿pain¿ and required medical attention. On (B)(6)2019, the customer had contact with a healthcare provider who removed the needle from his arm and no additional treatment was required. There was no report of death or permanent impairment associated with this event.